Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx drug eluting stent to treat a lesion in the rca. The lesion exhibited mild tortuosity and moderate calcification with 95% stenosis. The device was inspected, and negative prep was performed prior to use with no issues noted. The lesion was predilated. The device did not pass through any previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used. It was reported that stent was being delivered through a sapien valve. Upon removal from the rca for repositioning, the physician felt a ¿bump¿ on the way out and stated he thought the stent got caught on the tavr valve and pulled the stent off the delivery system. The stent was then deployed using a different balloon catheter in proximal rca. No patient complications reported.